Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Was there any surgical delay? What was the duration of the delay? -there was a slight surgical delay. B. Was/were there any adverse consequence/s that affected the patient because of the reported event? No adverse consequences. C. Could you please update on which part of the instrument broke? The part that broke on the instrument is in the description of the product complaint. If you need a picture I can send you one. The weld was insufficient at best. The pin broke off from the main body of the punch. D. Did it break into 2 or more pieces? It broke into two pieces.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h4, h6 health effect - impact code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (lot).

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed, the reported allegation. One of the of the humeral punch pins broke off from the rest of the device. Fragment was returned for evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system, found a related nc¿s associated with this product/lot combination issue.

Event description:
It was reported that before the pin punch was used in the patient. Scrub tech was assembling pin punch guide with the clip on version indicator. The standard side pin fell out from the main body of the instrument, leaving the instrument essentially useless. Appears that the weld broke while attempting to put on the version indicator.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.